Manufacturer narrative:
At this time the device has not been returned. Therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.

Event description:
It was reporting during a device revision procedure that the physician suspected a fracture of this right ventricular (rv) lead. The physician reported damage to the lead conductor. The rv lead was explanted, and a new lead implanted. Besides surgical intervention, no adverse patient effects were reported.